Manufacturer narrative:
Device evaluated by MFR.: nc quantum apex mr 15mm x 2.50mm was returned for analysis. Visual, tactile, microscopic, and leakage testing was performed on the device. Visual and tactile inspection found multiple hypotube kinks along the length of the shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. An attempt was made to inflate the device however inflation fluid began to leak through a pinhole in the balloon situated at 3mm from the proximal to the distal markerband. A detailed microscopic examination of the balloon material identified a pinhole at 3mm from the proximal to the distal markerband. Microscopic examination noted severe stretching in the inner lumen at 4.6cm proximal to the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. Tip showed no signs of tip damage.

Event description:
Reportable based on device analysis completed on 19dec2024. It was reported that balloon damaged occurred. The patient presented with coronary artery disease and was undergoing percutaneous transluminal coronary angioplasty. The target lesion was located in the right coronary artery. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, while trying to cross the calcific target lesion, the balloon got damaged. Another device was used to complete the procedure successfully. No patient complications were reported. However, returned device analysis revealed that balloon had a pinhole.